Event description:
The customer reported a precharge error. No pt injury was reported.

Manufacturer narrative:
The ge service rep found the cb on the bottom of the c-arm was tripped. The customer flipped the switch and that solved the problem.